Event description:
A hospital in (B)(6) reported that there was a leak from the expiratory limb of an rt340 adult dual heated evaqua breathing circuit six days after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint breathing circuit was returned and visually inspected. Results: the visual inspection revealed a hole approximately 16.5cm away from the patient end connector. A lot check could not be performed as no lot number was provided. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt during use. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).